Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 23-aug-2025, the user reported hypoglycemia with a lowest blood glucose (bg) of 66 mg/dl, which occurred after a meal announcement. The event was treated with juice, and bg returned to range. No medical intervention was required.